Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: plif fused levels: l3/4 date of implant/date of initial surgery: on (B)(6) 2016 date of revision surgery: on (B)(6) 2016 it was reported that on an unknown date, post-op, the screw on the left side deviated. The patient also complained of pain in the legs. Hence, a revision surgery was performed on (B)(6) 2016, in which the screw was re-inserted by changing the direction of insertion. The leg pain was resolved.